Event description:
Pt was revised to address disassociation of the poly from the metal portion of the metal-backed patella.

Manufacturer narrative:
The product associated with this reported event was not returned for exam. Review of the device history records did not reveal any mfg deviations or anomalies. The investigation could not draw any conclusions about the reported event without the product to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.